Event description:
It was reported that during a directed resection procedure using the turbohawk device for an 80% stenosis with plaque in the femoral artery, the hawk blade could not be fully retracted. After placement of an embolic protection device at the distal end, rotary cutting was performed, at which point the inability to fully retract the blade was identified. To avoid potential vascular damage, the device was promptly withdrawn from the body. The device was safely removed from the patient and there was no vessel damage. Subsequently, balloon dilatation drug coated balloon treatment was performed, and the embolic protection device was removed. No patient symptoms, complications, adverse events, or injuries were reported. No patient complications have been reported as a result of this event. When the device was returned it was noted that the tip was detached at the hinge pin.

Manufacturer narrative:
Product analysis a visual inspection showed that the tip detached at the hinge pins, (photo 3) and that the hinge pins are still present in the detached tip, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.